Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to retraction issues as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the bd microtainer® contact-activated lancet failed to retract and pricked the nurse during use when attempting to put it into the sharps container. The nurse had drawn blood from a sick child whose mother had tested positive for "hepatitis b", though the child had not been tested yet. The nurse's blood was drawn for testing and sent in for examination, but the results have yet to be delivered. The following information was provided by the initial reporter, translated from chinese to english: "the nurse took blood from the children's feet. After collecting the blood, she did not successfully drop it into the sharpener box and dialed it into the sharpener box by hand.the nurse pricked the needle because it did not retract.the mother of the sick child has hepatitis b, the sick child has not been tested yet, the nurse has drawn blood and sent for examination, but there is no report at present, there is a risk of hepatitis b infection. The head nurse attributed it to the fact that our tip needle failed to retract, and the problem sample has been discarded and processed."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® contact-activated lancet failed to retract and pricked the nurse during use when attempting to put it into the sharps container. The nurse had drawn blood from a sick child whose mother had tested (B)(6) for (B)(6), though the child had not been tested yet. The nurse's blood was drawn for testing and sent in for examination, but the results have yet to be delivered. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse took blood from the children's feet. After collecting the blood, she did not successfully drop it into the sharpener box and dialed it into the sharpener box by hand. The nurse pricked the needle because it did not retract. The mother of the sick child has (B)(6), the sick child has not been tested yet, the nurse has drawn blood and sent for examination, but there is no report at present, there is a risk of (B)(6) infection. The head nurse attributed it to the fact that our tip needle failed to retract, and the problem sample has been discarded and processed."